Event description:
It was reported that during an interventional procedure, after the insertion of an xpert stent delivery system (sds) onto an unspecified guide wire, as the xpert sds was advanced, prior to entering the introducer, the protective sheath retracted and the stent struts partially deployed. The xpert sds was not used for the procedure and another xpert sds was used successfully to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.